Event description:
It was reported that there was a power switch failure. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. It was confirmed that the drain cap was missing. No abnormality related to the reported event was confirmed on the product's appearance. Visual test & functional test performed. The power did not turn on when the power switch was pressed, confirming the customer's complaint. The cause was a broken power switch. The power switch and main pc board assy b were replaced to correct the issue. Hl-90 device passed all functional and performance tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.